Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he got a failed battery test alarm on the insulin pump. Customer stated that he got a low battery alert and changed the battery prior to receiving the failed battery test alarm. Customer's blood glucose was 130 mg/dl at the time of the incident. Troubleshooting was performed and customer stated that he will call back to continue troubleshooting when he gets new batteries.